Event description:
It was reported that during a lap super cervical hysterectomy procedure when the device was fired, the clips were not formed. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.